Event description:
It was reported that the patient developed a pericardial effusion which was believed to have occurred following the pacemaker implant. Patient noted to be suffering some chest discomfort and an echocardiogram confirmed a small pericardial effusion. No further intervention was performed, no pericardiocentesis performed. It was suspected that the issue was with the rv lead but wasn¿t sure ruling out completely the atrial lead. The decision was made to remove both rv and ra leads. The atrial lead was replaced with a single passive lead. The new lead was implanted without issue on this dependent pacemaker patient with good pacing thresholds and atrial sensing with lead impedances within expected values, however when attempting to remove the atrial channel on the header of the pacemaker, the physician struggled to loosen the set screw. The new passive lead was then attached to the same header and rv pacing was observed with no atrial sensing. Sensitivity settings were increased and also the atrial egm channel was displayed which did not show any atrial signal activity. The pacemaker was programmed ddd to check atrial impedance and then high impedance was observed. It was then noted that the atrial pin on the passive lead was broken and fixed within the header. A new replacement lead and pacemaker were then taken and implanted without issue with good pacing thresholds and atrial sensing with lead impedances within expected values. However, during removal of the rv active lead, the pacemaker had an episode of ventricular standstill which the physician believed was caused by micro movement of the passive lead. During this time atrial sensing was observed along with vp markers but clearly no pacing capture. Pacing was attempted with pacing through the old rv active lead which at the time could not capture at full output. External pacing had to be performed for no more than a minute as the lead was advanced. Pacing was returned through the new lead and reattached to the pacemaker with a good threshold and atrial sensing. It was later noted that an episode of ventricular standstill along with external pacing did occur at the time of the rv extraction. Patient condition was stable. Related manufacturer reference number: 2017865-2022-13296, related manufacturer reference number: 2017865-2022-13297, related manufacturer reference number: 2017865-2022-13298, related manufacturer reference number: 2017865-2022-13299.